Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 44510 alarm. This fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of pump alarming with the screen text 44510. No relevant service history was found within review period. Unable to review event log. Visual/functional testing was performed. Confirmed the complaint by pump power up test. The pump passed all validation tests. The software was updated.